Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported that the patient was diagnosed with the hernia after the initiation of pd therapy. The cause of the hernia was unknown. The hernia did not worsen with pd therapy. On an unknown date, the patient underwent hernia repair surgery to treat the hernia. At the time of this report, the patient was recovering from this hernia event. It was reported that the patient would continue with pd therapy. The nurse reported that there have been no events of increased intraperitoneal volume (iipv), overfill, or high drain volume alarms. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event of hernia. The cause of the reported event of hernia could not be determined. Should additional relevant information become available, a supplemental report will be submitted.